Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported that the patient's history included recurrent urinary incontinence-urge. On (B)(6)-2008 stage 1 and 2 were performed. On (B)(6)-2008 the patient was seen for post-op programming. There was decreased effectiveness and reprogramming was done. On (B)(6)-2012, the patient had not been seen in 2-3 years and the described that on average she was 6 out of 10 improvement and at onset her effectiveness was better. On (B)(6)-2013there was an office visit and the patient was seen at the emergency room (ER) with pain at the site evaluation. A CT scan was done and all was normal. They shutdown the device as it was not obvious if it helped. On (B)(6)-2013, the device was removed. X-ray at the time was within normal limits. On (B)(6)-2013 the patient returned of the office with recurrent urgency symptoms. The patient was not seen for 2 years after that. Additional information received from the patient later clarified some information. The regarding never worked, the patient did get 50% symptom reduction from the implant. However, in order to get more than 50%, she had to increase stimulation to the point of discomfort and pain, but she did not constantly keep it at that level. She had multiple reprogramming sessions with manufacturing rep resentatives (rep) from 2008-2009. They were dissatisfied with the implant, but primarily due to the fact that it did not achieve more than 50% symptom reduction, and not because that it did not work at all. Eventually the lead broke, after which she had discomfort and so the implantable neurostimulator (ins) was removed. There was no fall or trauma. She sprained her ankle in (B)(6)-2015 and had an x-ray, revealing a lead still remaining in her buttock. A CT scan and MRI guidelines was her primary reason for contacting the manufacturer. A rep later reported that the hcp and patient never had a conversation regarding rectal bleeding and pain. [Previously reported information was accidentally reported twice in regulatory report #3004209178-2015-18800. All subsequent additional information will be submitted in this regulatory report].

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v121978, implanted: (B)(6) 2008, product type: lead. Product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3889-28, lot# v121978, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported that the device was removed 2 years prior to report because it did not work. The device was not doing what it was supposed to do and the patient had a lot of leakage. It had not really helped since implant. In order for the therapy to work at a level needed, it was highly stimulated and was painful. Soon after the implant, the rectum was irritated to where it bled. The patient had pain and something happened because the leads broke. In (B)(6) 2013, she wanted it out. She had a CT scan in 2014 because she injured her back, it was noted the leads were left in. She went to urgent care and she was told to do a magnetic resonance imaging (MRI). The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided. If additional information is received, a follow up report will be sent.